Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) discussed that if the cause of the beeping is due to battery, this can be disabled by programming. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.